Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to loss of osseointegration 3 weeks after implantation. The patient has not significant medical history. The patient has been recovered without complications.